Event description:
(B)(4) it was reported by the consumer that the l3r scooter allegedly lurched forward without command, and threw her to the ground, resulting in neck and shoulders injuries, to which the user sought medical attention. Should we receive additional information, this file will be revised, and a supplemental report will be submitted.